Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a high blood glucose so she bolused and the pump started beeping with a no delivery alarm. Customer's blood glucose was 247 mg/dl. Customer reported that the alarm was resolved by a complete set change. Customer stated that he threw the set away. Customer would like a replacement for the infusion set. Customer was assisted with clearing the alarm and running a 5.0 fill tubing to ensure the new set was working properly. Customer gave himself a bolus and it worked. Customer stated that when he pulled out the set, there was dry blood in the cannula but no blood at site.